Event description:
New information notes that the patient has a history of lead dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Correction explant date should have been (B)(6) 2014 not (B)(6) 2014.

Event description:
It was reported that the left ventricular lead exhibited loss of capture and high impedance. The lead was explanted and replaced.